Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the setscrew of the pacemaker failed to be screwed in due to the header's port malfunction. The pacemaker exhibited an inappropriate sensing issue. The pacemaker was not used and replaced during the procedure. The patient was stable throughout.